Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the 3ml syringe caused leakage. Per emails: 1) upon insertion of any medication/fluid inserted with the upper injection port, there was significant leaking. This was found to be the case in 3 of the 4 tubings I tested. Only when a 3cc syringe was used. 2) upper injection port. I would like to inform you that bd 3ml syringe might have been involved on the 2 events that were reported to us. On 08/16/2019, received an event information from the customer, through bd rep, with regards to ¿port connector is leaking¿¿. The customer eventually responded on 08/28/2019 and stated that the leak occurred ¿only when a 3cc syringe was used¿. The customer did not specify the manufacturer nor the lot# of the syringe.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the 3ml syringe caused leakage. Per emails: upon insertion of any medication/fluid inserted with the upper injection port, there was significant leaking. This was found to be the case in 3 of the 4 tubings I tested. Only when a 3cc syringe was used. Upper injection port I would like to inform you that bd 3ml syringe might have been involved on the 2 events that were reported to us. On (B)(6) 2019, received an event information from the customer, through bd rep, with regards to ¿port connector is leaking¿¿. The customer eventually responded on (B)(6) 2019 and stated that the leak occurred ¿only when a 3cc syringe was used¿. The customer did not specify the manufacturer nor the lot# of the syringe.